Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 638bl32, heart band, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was symptomatic with dizziness and an irregular heart rate as the rhythm showed intermittent loss of capture on the right ventricular (rv) lead. Capture management had increased the threshold. A chest x-ray and reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.